Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/13/2014 with the following findings: the keypad was observed to be worn and the pump casing paint was observed to be scratched . The ok, up, and down buttons were intermittently unresponsive to testing. The contrast button responded properly. The keypad was removed and contamination under all of the button contacts was observed. Unrelated to the keypad issue, the pump booted to the verify screen with dim pink contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the down arrow button was intermittently unresponsive and denied moisture and corrosion to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.